Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the information available, the multifiltrate pro devices can be disassociated from the adverse events. There is no allegation or objective evidence indicating a serious adverse event(s) relating to the use of a fresenius device(s) and/or product(s) occurred.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia utilizing the multifiltrate pro. On (B)(6) 2023 the temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the ¿green heater bag had expanded.¿ as a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an ¿abundant¿ amount of heated liquid. The patient¿s treatment was terminated, and the tubing changed. Although the specifics are unclear, it appears the patient became hypotensive (result not provided) during these events and was given adrenaline without affect. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia and hypovolemic shock utilizing the multifiltrate pro. On (B)(6) 2023, the patient was undergoing cvvhd when the temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the "green heater bag had expanded." As a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an "abundant" amount of heated dialysate (no patient contact/harm). The patient¿s treatment was terminated (no blood loss occurred) and restarted utilizing a different machine with new tubing. Although the specifics are unclear, it appears the patient experienced hypovolemic shock and hypotension due to poor albumin filling and was given adrenaline without affect. No additional information was provided.

Manufacturer narrative:
The date documented in b5 was incorrect on the initial additional information: a1, a2, a3, a4, b5, b7. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were available for evaluation, but the machine files were provided and analyzed. The preset temperature was set to 39° celsius for the treatment. The (green) heating bag frequently triggered the expansion switch. The reason for this could be that the bag had expanded, or it was not inserted correctly at the beginning. The liquid leaking from the hose system could not be identified within the machine files. The defective hose system should be inspected for this. A 100% testing of each machine ensures that devices are delivered according to specifications. No other machine issues were found to have occurred around the date of this event. It is not clear what exactly caused the issue.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia and hypovolemic shock utilizing the multifiltrate pro. On (B)(6) 2023 the patient was undergoing cvvhd when the temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the ¿green heater bag had expanded.¿ as a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an ¿abundant¿ amount of heated dialysate (no patient contact/harm). The patient¿s treatment was terminated (no blood loss occurred) and restarted utilizing a different machine with new tubing. Although the specifics are unclear, it appears the patient experienced hypovolemic shock and hypotension due to poor albumin filling and was given adrenaline without affect. No additional information was provided.